Event description:
User received discrepant results for multiple assays. Only one pt example for calcium provided. Initial result 12.4 mg/dl, repeat 7.8 mg/dl. Initial result was not reported. The filed service representative determined clogged high concentration tubing to be the cause and replaced the tubing. Performance tests performed which were within specification.